Event description:
A report was received that the patient would undergo a lead revision due to a broken lead.

Event description:
A report was received that the patient would undergo a lead revision due to a broken lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2352-50, (B)(4), model description: linear 3-4 lead 50cm.

Manufacturer narrative:
Additional information received indicated that the lead was not broken as initially reported. The patient was experiencing inadequate stimulation as the lead had migrated. The physician replaced the lead due to preference. Device malfunction was not suspected. The explanted leads were not returned to bsn for evaluation as they were discarded by the medical facility.